Event description:
It was reported that right ventricular lead exhibited noise and oversensing. Further evaluation was discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).